Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient had remained critically ill since implant and has been on hemodialysis with poor neuro status. The family made a decision to withdraw support. No issue with either pump was reported. Left lvad pump serial number (B)(4), medwatch number: 002916596-2013-01633. Right lvad pump serial number (B)(4), medwatch number: 002916596-2013-01632.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the heartmate ii lvad, serial number (B)(4), was received for evaluation on (B)(6) 2014 and the evaluation did not reveal a device related issue. The pump was returned with the driveline intact and a suture had been tied distal to the dacron velour. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. Visual examination of the sealed inflow conduit, sealed outflow graft and pump blood-contacting surfaces prior to and post disassembly revealed no adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no anomalies were observed. The returned driveline was tested for continuity and all wires were found to be electrically intact. The pump was reassembled, and functionally tested under loaded conditions using a mock circulatory loop and the pump operated as intended. The retrieved data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The retrieved data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.